Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. Reporting address state: (B)(4).

Event description:
The customer reported that the users complained that they do not hear some alarms (red or yellow); all the rooms are affected, with monitors or telemetry systems. A philips remote service engineer (rse) performed an analysis of the logs; the logs do not show any anomalies, and the alarms are present in the logs and are indicated as having sounded. When being on the phone with the customer, sound comes out of the loudspeaker with technical alarms for example. Setting up the spare computer, the users say they do not hear some alarms yet. Since there was a printing configuration problem with the spare computer, the users preferred to put the original computer back on friday may 3, 2024 at 17:50. A review was made with the customer on may 6 2024; the weekend went well without any alarm problem that did not ring. The rse asked for service anyway to try to understand on site the problem encountered by the customer. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
A philips field service engineer (fse) went to the customer site to check the functioning of the red and yellow alarms. The fse informed that the problem was not observed during the intervention. The staff present at the time of the intervention did not witness the malfunction. After discussions, the fse saw that there was set for blocked visual alarms for the red alarm on the monitor; therefore, the costumer saw sometimes a visual alarm on the sector, but not the sound because the patient returned between the alarm limits. The fse discussed the current configuration of the different monitoring equipment with the customer. The fse also observed that the beep sound had not been deactivated on the backup pc. The fse disabled the function on the backup pc. The customer also requested replacement of the speaker and the fse provided the replacement speaker to the customer. A good faith effort (gfe) was made to obtain additional information and logs for the reported issue, but the efforts were unsuccessful. Based on the information available and the testing conducted, the cause of the reported problem was the device being configured to ¿blocked visual¿ for the red alarm on the monitor. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time.